Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 90% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial artery(sfa) and popliteal artery. After a non-bsc guide wire crossed the lesion, plain old balloon angioplasty (poba) was performed using a 3mmx20mm non-bsc balloon catheter. When dilatation at proximal lesion was performed, the balloon ruptured. The non-bsc balloon was removed and exchanged with a 4.0mmx40mmx80cm sterling balloon catheter. The balloon was inflated at 10 atmospheres on the first inflation and 14 atmospheres on the second inflation. Upon the third inflation at 12 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 5mm-40mm sterling balloon catheter. No patient complications were reported and the patient's status was good.